Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The peritonitis was manifested by stomach pain and yellow cloudy drainage bag. The patient was hospitalized for the event and was treated with unspecified antibiotics (prescribed for three weeks, no further details). At the time of this report, the patient outcome was not reported. The patient was discharged eight days after hospital admission. Action with dianeal therapy was not reported. No additional information is available as the reporter declined follow up.